Event description:
Medtronic received a report that two pipelines failed to open in the distal section, a phenom catheter encountered resistance, and an axium coil was entangled with the catheter upon retraction which resulted in a migration after deployment.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c6 with a max diameter of 3.3 mm and a 1.9 mm neck diameter. The landing zone was 4.6 mm distally and 5.2 mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 6 mm. Dual antiplatelet treatment was administered. Aspirin and clopidogrel were given three days before surgery each time. The angiographic result post procedure showed use of the third stent contrast trapped in aneurysm. No patient symptoms or further complications were reported as a result of this event. It was reported that the distal end of the stent (lot # b467833) could not be opened after the dense mesh stent was deployed in the middle cerebral artery. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. It is unknown if there were additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. It is unknown if the pipeline was resheathed and removed with the microcatheter.  The pipeline was not used for an indication that is off-label. It is unknown if the pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported for lot # b335281,  the distal end of the stent could not be opened after the dense mesh stent was deployed in the middle cerebral artery. The pipeline was not positioned in a bend. The pipeline had been deployed less than 50% when it failed to open. The pipeline was resheathed more than two times. It is unknown if additional steps or other devices were required to open the pipeline. It is unknown if the pipeline was removed from the patient. It was reported the dense-mesh stent was deployed in the middle cerebral artery, the distal end could not be opened, the stent was retrieved into the stent catheter, and the stent could not be pushed out, and then withdrawnas a whole. It was reported there was catheter resistance in the distal section. The catheter was flushed as indicated in the IFU. It was also reported after the second dense-mesh stent was deployed in the middle cerebral artery, the distal end of the stent could not be opened. It was withdrawn to the rivet at the distal end of the aneurysm and still could not be opened. Then, the coil inside the aneurysm was taken out during the retraction to the stent catheter, resulting in the overall withdrawal from the body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex was returned for analysis within shipping box; within an opened pipeline flex inner pouch; and within a dispenser coil. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. It was reported that ¿the pipeline had been resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. (Nikkhs2 2023-08-07) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the device was prepared as indicated in the IFU. The procedure was completed with a new dense mesh stent. Both pipelines were removed from the patient.